Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the complaint history identified no other incidents reported from this lot. A query of the complaint-handling database was performed for the reported lot and identified no other incidents reported for single leaflet device attachment from this lot. A definitive cause for the single leaflet device attachment (slda) could not be determined. The worsening mitral regurgitation (mr) appears to be due to the slda. The patient effect of mr as listed in the mitraclip system instructions for use, is a known possible complication associated with mitraclip procedures. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
(B)(4). Correction: lot number.

Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is filed to report the single leaflet device attachment and recurrent mitral regurgitation. It was reported that on (B)(6) 2017 one mitraclip was implanted reducing mitral regurgitation (mr) from grade 4 to grade 1 in the patient with degenerative mr. On (B)(6) 2018 a transesophageal echocardiogram found a single leaflet device attachment of the mitraclip and mr had returned to grade 4. Another mitraclip procedure is being considered as a treatment option, but a date has not yet been scheduled. No additional information was provided.